Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that the implantable neurostimulator (ins) was shocking her. The patient was advised to turn the device off and she reported that she had already turned it off. The patient was redirected to their healthcare provider (hcp) and the call was ended before further information could be obtained. Relevant medical history included spinal pain. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event date was (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported from the healthcare professional (hcp) of a clinical study reported that the stimulation at the level programmed was too strong. The patient reported a shocking sensation. There was an unscheduled post-adaptive stimulation visit. The reason for programming change was that the patient stated that stimulation was too strong on the lowest setting. The outcome was reported as resolved without sequelae. Interventions included reprogramming. Diagnostic methods included x-rays which showed that the leads had not moved. The etiology was noted as related to the device or therapy and not related to implant. The etiology was noted as programming/stimulation. The severity was noted as moderate.